Manufacturer narrative:
(B)(4). According to the gore excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, embolization. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 51.0mm in diameter and was implanted with gore excluder aaa endoprostheses. The patient tolerated the procedure with no reported complications or endoleak, and was discharged on (B)(6) 2013. On (B)(6) 2016, the patient underwent reintervention for a distal type I endoleak. Catheterization of the left internal iliac artery (liia), and coil embolization of the anterior and posterior divisions of the liia were performed; and the left iliac artery was extended with an additional endoprosthesis. Additionally this date, the patient was treated for a type ii endoleak and catheterization of the right internal iliac artery (riia) was performed. An additional covered stent was implanted in the riia and angioplasty was performed. The patient was held for observation and was discharged in good condition on (B)(6) 2016.

Manufacturer narrative:
Concomitant products: patient medications include but are not limited to: ambien 10 mg po qd pm, aricept 10 mg po, aspirin 81mg po, benicar hct 40 mg-25mg po qd, levoxyl 75 mcg po qd pm, melatonin 10 mg po pd pm, metformin 500 mg po bid, norvasc 10 mg po qd, ocuvite po qd, vitamin d 1000 units po qd.

Event description:
On (B)(6) 2016, the patient underwent reintervention for a distal type I endoleak believed to originate from the left internal iliac artery. Catheterization of the left internal iliac artery (liia), and coil embolization of the anterior and posterior divisions of the liia were performed; and the left iliac artery was extended with an additional endoprosthesis down to the external iliac artery. Additionally this date, the patient was treated for a type ii endoleak and catheterization of the right internal iliac artery (riia) was performed. An additional covered stent was implanted in the riia and angioplasty was performed. Approximately 1 cm enlargement of the aneurysm was reported from the date of enrollment in the study. The patient was held for observation and was discharged in good condition on (B)(6) 2016.